Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 129 mg/dl. Customer's sensor glucose level was 79 mg/dl. Customer declined troubleshooting for sensor glucose and blood glucose. Customer advised the device fell apart and that they silenced all alerts and went back to bed.